Event description:
It was reported stimulation from the pt's cervical implant has not been effective. Reprogramming was unsuccessful due to high impedances. The pt has stimulation. Follow-up identified the pt had a revision procedure on (B)(6) 2013, to replace the surgical lead with two new leads both cervically placed. Post-operative testing was performed and effective stimulation was achieved. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.